Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: mlc-20 user's test strip had poor storage.(bathroom). Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with the results obtained of 201mg/dl. The expected fasting blood glucose test result range is 100 to 140mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the bathroom. The test strip lot manufacturer's expiration date is 06/14/2018 and open vial date is 05/05/2017. The meter memory was reviewed for previous test result history: the 147mg/dl (B)(6) 2017 05:52 pm fasting: yes, the 201mg/dl (B)(6) 2017 08:05 pm fasting: yes, the 148mg/dl (B)(6) 2017 01:12 pm fasting: yes, the 157mg/dl (B)(6) 2017 05:15 pm fasting: yes.